Event description:
The emergency room nurse, (B)(6) called to report on (b)(6,) at 6:44 pm the patient activated a new pod and her blood glucose was running high for the last 2 days. Her bg, carbohydrate intake and insulin history for the following days is as follows: the pod was removed and she was able to activate a new pod. She went to the emergency room. At the emergency room her bg was reading 331 mg/dl with the hospital meter and she was treated with fluids.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyper glycemia and emergency room visit. No product lot number was reported; therefore, no qualification records were reviewed.